Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was unknown. The customer¿s current blood glucose value was 770 mg/dl. The customer did not experienced symptoms of high blood glucose value. The customer was using auto mode feature at the time of event. The customer did not allege under delivery on insulin pump. The customer stated that the infusion set cannula was bent. Troubleshooting was not performed. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.